Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device, the unit powers off when charging to energy values of 300 joules or higher. The complainant indicated that there was no pt involvement in the reported malfunction.